Event description:
A patient sample was analyzed for creatinine kinase (ck). The original result was above the linerarity of the assay. The sample was diluted x5, a dilution factor for the sample ID was entered into the easylink, and a result was reported. Later other tests were ordered using the same sample ID. The easylink applied the dilution factor entered into the system (x5) to the newly ordered tests even though the sample had not been diluted. The results were extremely elevated and were not reported to the physician.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated results was a user error .